Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 442 mg/dl and stated she was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. However, the husband felt that the daily totals were incorrect for one of the days prior to the event. Nothing further was reported.